Event description:
The dialysis center reported one incident of possible air embolism during a dialysis treatment on a 1550 hemodialysis machine. The incident occurred at start of treatment. It was reported that air was drawn in at the luer lock interface of the arterial fistula needle and the medisystems bloodline. The pt complained of chest pain, heaviness in their chest and appeared dusky. Per the staff member reporting, the pt was given an unspecified dosage of oxygen and placed on a heart monitor for the duration of the 3.5 hour treatment. The staff member also reported that he did not see evidence that air had gone past the blood pump to reach the pt.